Event description:
It was reported that post angioplasty treatment procedure, re-stenosis occurred. The anatomy being treated was a moderately tortuous, severely calcified fistula. The patient had successful fistula dilation using a peripheral cutting balloon 5mm x2.0cm x90cm. However, one month later, the patient presented with re-stenosis of the fistula. The physician treated the patient with repeat fistula dilation.

Manufacturer narrative:
Complaint evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).